Event description:
A customer reported false positive troponin I results for a pt sample. A follow up sample and a repeat of the first sample gave negative results. A corrected report was sent to the floor. False positive results of this magnitude may lead to inappropriate physician action. There was no report of harm as a result of this event.